Manufacturer narrative:
Device communicated is the acetabular cup which remained implanted at the revision communicated through 3005477969-2016-00209.

Manufacturer narrative:
Serious injury reported through this MDR was discovered while reviewing documentation received and investigated in relation to event reported through report 3005477969-2016-00209.

Event description:
It was reported that patient dislocated hip one month post-op and required reduction. The +4 femoral head and neck assembly from s&n used during implantation surgery. Together with mentioned s&n head, surgeon used 3rd party acetabular pe liner which was cemented on top of existing, well fixed bhr acetabular shell.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates that the reasons for the recurrent hip dislocations cannot be concluded. The patient¿s anatomy, irregular movements, possible sports activities, and the use of competitors liner cemented within bhr cup are all possible contributing factors but the root cause cannot be concluded based on the information provided. Without the actual product involved and/or device information, our investigation cannot proceed.